Event description:
A (B)(6) female patient contacted zoll customer support to report that the monitor is not powering up properly. The monitor screen is blank when either battery pack is inserted. The patient was issued a replacement charger/modem.

Manufacturer narrative:
During evaluation of monitor (B)(4) has been completed. The reported problem (will not power up past splash screen) was confirmed. Upon evaluation, the monitor was found to have defective ram chips (u100 and u101) and flash memory chips (u102 and u105). (B)(4). The failure appears to be intermittent. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.